Event description:
It was reported that this right atrial (ra) lead was involved in an erosion issue. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ra lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.